Manufacturer narrative:
Perforation and hernia recurrence are noted as potential complications in the instructions for use of the device. It cannot be determined whether the device or other patient factors, history, or comorbidities caused or contributed to this event.

Event description:
It was reported on (B)(6) 2025 that a patient was experiencing potential mesh erosion from a hiatal hernia repair. A revision procedure was conducted on (B)(6) 2025. Upon entering abdomen via robotic ports, the original device was found and removed from superior aspect of stomach. It was reported that the permanent suture had eroded into superior aspect of fundoplication. This was "removed easily", stomach irrigated with saline and repaired with resorbable suture. The recurrent hiatal hernia was then repaired with sutures and pledgets.